Event description:
It was reported that the device was tilted, and had perforated the inferior vena cava (ivc). During recovery from a traumatic accident in (B)(6) 1995, the patient experienced recurrent deep vein thrombosis (dvt) and pulmonary embolism. On (B)(6) 1996, the patient was implanted with a greenfield filter. On (B)(6) 2015, the patient received a CT scan. The greenfield filter was observed with its apex embedded along the posterior cava wall, just below the level of the right renal artery. There was multifocal filter leg penetration into the retroperitoneum. The ivc appeared patent, and there was no acute thrombus. No further patient complications were reported.